Event description:
A surgeon reports a pt developed inflammation approx one week following cataract surgery with intraocular lens implant. The surgeon observed aqueous cell and flare with hypopyon (tyndall + and hyalitis+++). The pt was hospitalized and treated with intravitreal injections of antibiotics and a vitrectomy was performed. The surgeon reports the pt is recovering and he feels the prognosis is satisfactory. The cause of the inflammation remains unknown.